Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.

Event description:
It was reported that during intra-aortic balloon (iab) therapy the cs300 intra-aortic balloon pump (iabp) generated a fiber optic sensor failure message. The customer was instructed to remove the fiberoptic cable then reinsert it but the message returned. They reported the side arm was clotted; the inner lumen was transduced. With the fiberoptic cable unplugged, the customer flushed 15 seconds on standby and re-zeroed the line. A texted image to the getinge representative revealed a jagged notch at top. A chest x-ray was recommended to confirm iab placement. The rn stated it was low a few days ago. The provider stated they did not plan to replace the iab as the patient was going for surgery the next day. The provider came into the room during the call and confirmed the iab was working sufficiently. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation: msn rn nm, nurse manager. Additional reporter: (B)(6), ccu rn. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4) h3 other text : device not returned.